Event description:
It was reported that "immediately after intubation, the cuff became defective prompting a reintubation. The other one, was unable to pass a suction catheter through the et, this was also a post intubation and prompted reintubation/airway exchange". Additional information states in regards to health consequences, "subsequent attempts for intubation due to the defective ett, bleeding, and unable to suction airway. Vital signs remained stable during the event". The patient's status is reported as "critically stable".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Part number reported is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 550 samples were taken from the current production; the samples were visually inspected, and issue reported "leak - device leak - cuff" was not observed in the current manufacturing process. A device history record review could not be performed, as a lot number was not reported. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "immediately after intubation, the cuff became defective prompting a reintubation. The other one, was unable to pass a suction catheter through the et, this was also a post intubation and prompted reintubation/airway exchange". Additional information states in regards to health consequences, "subsequent attempts for intubation due to the defective ett, bleeding, and unable to suction airway. Vital signs remained stable during the event". The patient's status is reported as "critically stable".